Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 169 mg/dl. Customer was reported that the insulin pump was clear the alarm but customer was not able to complete clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to verify unexpected restart error and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage on motor, vibrator, keypad and battery tube assembly.